Event description:
It was reported that the patient had to turn ¿it up¿ to receive better stimulation. It was noted the implantable neurostimulator (ins) and leads were 7 months old and leads were fractured. It was noted that out of the 16 electrodes, 6 were ¿broken.¿ it was noted that the patient had the one lead the patient was using ¿fixed¿ so it was able to be used. It noted that one lead was ¿ok.¿ it was noted the patient had been ¿extra careful¿ with bending and twisting. It was noted the patient was scheduled for reprogramming one day after the date of this report. It was later reported that three leads broke and the patient wanted to have her device explanted. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3888, lot# va01k4v, implanted: (B)(6) 2012, product type lead; product ID 37082, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3888, lot# va01k4v, implanted: (B)(6) 2012, product type lead. (B)(4).